Manufacturer narrative:
One used device was rec'd and evaluated. Testing found that solution leaked from the distal air vent of the air eliminating filter. The probable cause of the leak at the air vent could have been related to the combination of low surface tension of the solution infused through the air eliminating filter and peaks of high pressure. A contributing factor could be due to the solvent application method of the semi-rigid adapter to the filter port of the filter. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified volume of normal saline. After an unspecified length of time, it was reported that an unspecified volume of solution leaked at an unspecified location of the filter of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. No add'l info was provided.